Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 80 mg/dl at the time of incident. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not damaged and the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer troubleshooting was performed. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No unexpected battery power loss alarm during testing.